Manufacturer narrative:
No sample collection or centrifugation data was supplied. No qc or system check data was provided by the customer. There is no indication whether service was dispatched for this event. The patient's sample was sent to the customer product line support (cpls) for interferent testing. Root cause for this event is pending cpls investigation results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected result above the normal reference range for total triidothyronine (tt3) generated by the unicel dxi 800 access immunoassay system. The result was discordant to two alternate methods on one patient's sample. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.